Event description:
It was reported that the procedure was to treat a calcified lesion in the circumflex coronary artery. The 3.5x38 mm xience xpedition stent delivery system (sds) was attempted to be advanced but failed due to the anatomy. The proximal shaft separated into two pieces and the separated portion was simply withdrawn. There were no adverse patient effects and there was no clinically significant delay in the procedure. A xience xpedition sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the calcified anatomy resulting in the reported failure to advance. Manipulation of the device and/or inadvertent mishandling resulted in the noted hypotube bend and ultimately resulted in the reported material separation/noted hypotube separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. D4 - model # updated to 1070350-38.